Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had wrong vision of the lens and the rubber gasket was broken. It was blurred. Per service reports, this complaint can be confirmed. It was found during evaluation that the proximal window was damaged. Further, distal tip, fiber and objective were damaged. The distal tip, fiber and objective were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the damaged proximal window, objective, fiber and distal tip which would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device [1381724] number, and no non-conformances were identified at this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively to an arthroscopy procedure on an unknown date, it was observed that the hd arthroscope/ sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had wrong vision on the lens and its rubber gasket was broken. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.